Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer called because, she was getting a 'red blood cells detected in plasma line' alarm from the centrifuge. She stated that the blood was not separating and the plasma looked pink in the centrifuge. She had not yet collected any in the bag. This report is being filed due to potential hemolysis. The customer has not yet supplied pt identifier info.